Manufacturer narrative:
The manufacturer became aware on 02-jan-2026 that the user experienced a hyperglycemic event with subsequent hospitalization for diabetic ketoacidosis around (B)(6) 2025. Engineering logs available through (B)(6) 2025 were reviewed and included cgm performance, insulin delivery history, alarm activity, battery status, and supply change records. The review identified cgm sensor failure, transition to bg-run mode without documented manual blood glucose entries, depletion of the insulin reservoir, interruption of insulin dosing, and progressive battery depletion leading to loss of therapy continuity, with no confirmed device malfunction identified in the available data. It was concluded that the cause of the event was most consistent with prolonged interruption of insulin delivery in the setting of cgm unavailability, insulin depletion, and failure to maintain bg-run or transition to alternative insulin therapy. Based on the information available, no confirmed device malfunction was identified. If the device is returned, a physical evaluation will be performed and a supplemental MDR will be submitted if additional findings are identified.

Event description:
On 02-jan-2026 the user reported that on (B)(6) 2025 they experienced hyperglycemia with blood glucose values reported as markedly elevated, leading to diabetic ketoacidosis. Prior to hospitalization, the user reported persistent high blood glucose while continuing device use, with no documented resolution before seeking care. The user was hospitalized for treatment of diabetic ketoacidosis, received insulin and intravenous fluids, and discharge details and post-discharge device status were not reported.